Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer's site to further troubleshoot the reported issue. The integrated electrosurgical unit (iesu) was found to be not firing and was showing a hard down error code. A new iesu was installed and the system was then tested and verified as ready for use. Isi has received the iesu involved with this complaint and the failure analysis (fa) investigation has been completed. The customer-reported error was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode and error c-34 was observed. The root cause was determined to be a component failure. A review of the site's system logs for the reported procedure date was conducted by tse. Investigation revealed the following possible related system errors: 25913 - iesu error: m-18 - internal timeout. 25913 - iesu error: c-01 - system error. 25913 - iesu error: c-34 - hf voltage too low in on state. This complaint is considered a reportable event due to the following conclusion: the customer converted to a back-up generator after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the integrated electrosurgical unit (iesu) was constantly erroring with a c-34 error in the middle of a procedure. The tse walked the customer through switching over to a force triad generator as a backup. The customer did so and proceeded with the case. The procedure was completed with no reported injury by using the backup generator. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.